Event description:
It was reported that during the hepatectomy surgery, could not fire farther after fired a little and could not open the jaw. Opened the jaw manually with big force. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. D4: batch # a70028. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with a broken trigger. The device was disassembled to assess the condition of the internal components, confirming that the trigger was fractured and preventing proper clip advancement into the jaws. Additionally, fifteen (15) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a70028 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 2. Did device jam (not fire clips)? Yes. 3. Did device not feed clips (clips not advance fully into jaws)? Unknown. 4. Did device drop or eject clips? No. 5. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? No. 6. Did the clip not hold on the vessel or tissue once placed? No. 7. Was the device on a vessel/artery when it would not open? Yes. 8. If yes, how was the device removed? (Cut off, forced open) force open. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.